Manufacturer narrative:
B3: april 2025 was the reported month and year of the event, but the exact day was not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective latch lock flex sensor and downstream occlusion (dso) sensor were found. The customer's problem was replicated. The latch lock flex sensor and dso sensor were replaced to fix the issue. The air detector was also preventatively replaced.

Event description:
It was reported that the cassette latch would not latch. There was no patient involvement.